Manufacturer narrative:
A medtronic representative was present for the procedure during which the reported event occurred. The reported event was directly caused by the user, and not a malfunction of a medtronic device. The user reportedly closed the patient head holder on the cooling catheter system (ccs), damaging the catheter and laser fiber. The medtronic representative confirmed that the system is functioning normally. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a laser induced thermal therapy procedure, the cooling catheter system (ccs) and laser diffusing fiber (ldf) had been damaged during patient placement in the magnetic resonance imaging (MRI) coil. The patient was reportedly placed into the coil, and the physician attempted a test dose but was not seeing any heating. When the setup was inspected it was found that the MRI coil had been closed on the ccs. At this point, a new laser fiber was used, but were still unable to get a saline return with the ccs. It was found that the ccs had been cracked when the head holder was closed on it. The procedure was then stopped and rescheduled for a later date. There was a reported delay of greater than one hour to the procedure prior to the decision to reschedule.